Event description:
To date no additional patient or event details have been received.

Event description:
It was reported that wafer had an off centered starter hole. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 2 of 2. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).